Event description:
It was reported there were 3 electrodes not functional. It was noted the patient was reprogrammed without using the three non-functional electrodes. A loss of efficacy was also noted.

Manufacturer narrative:
Concomitant medical products: product ID 3587a, serial# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that there was a recrudescence of pain. The event resolved (B)(6) 2013.